Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: procedure date? (B)(6). Was there any additional tissue damage as a result of searching for the needle piece?no additional damage. Was the needle piece(s) retrieved during the same procedure? Needle fragments removed. What is current condition of the patient? The patient is in good condition. Device return status/follow up? No products returned. Investigation summary: it was reported that the needle broke when sewing in liver transplantation surgery. Thee pictures were received for evaluation. Upon to visual inspection of the pictures an overwrap packet and a needle with the swage area broken of product code hs6861, lot # pch773 could be observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the needle broke since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? Was there any additional tissue damage as a result of searching for the needle piece? Was the needle piece(s) retrieved during the same procedure? What is current condition of the patient?

Event description:
It was reported that a patient underwent a liver transplant on (B)(6) 2020 and suture was used. During the procedure, the needle broke. Another device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.